Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 180 mg/dl. Reportedly, the sensor was placed on the arm. The customer continued using the pump and had manual injections as alternate insulin therapy.